Manufacturer narrative:
A complete lead was returned for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturing number: 2017865-2021-12548. It was reported that the patient presented with syncope. It was noted that the right ventricular lead exhibited noise over-sensing and functional loss of sensing. The atrial lead also exhibited noise. The leads were explanted and replaced. The patient was to be monitored.